Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty charging the pump. In addition, the battery dropped form 75% to 50% after being connected to a power source. The battery gauge then jumped back up to 100% there was no impact to the customer's blood glucose level. Follow up with the customer determined that the pump was able to be charged successfully with a different wall adapter.